Manufacturer narrative:
Concomitant: product ID 309328, lot# 0208559268, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had a potential infection. The patient had some swelling and tenderness. Localized swelling was noted, but no temperature. Additional information received indicated the potential infection persisted until the patient had the full system implanted. Refer to manufacturer report #3004209178-2014-23684 for details regarding that system.